Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 8253811. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8253811. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle plunger separated and had foreign matter. This was discovered during use. The following information was provided by the initial reporter: material no: 328468, batch no: 8253811. It was reported by the consumer that they were unable to draw up insulin. Consumer reported she could not draw insulin. She adjusted the air pressure. Incident date (B)(6) 2019. Occurence-1. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occurence-1;incident date-unknown. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection. Offered to send the voucher. Same item# for all these 3 issues. Item-328468; same lot# 8253811; expiration date-2023-09-30.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle plunger separated and had foreign matter. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 8253811. It was reported by the consumer that they were unable to draw up insulin. Consumer reported she could not draw insulin . She adjusted the air pressure. Incident date-(B)(6) 2019. Occurence-1. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occrence-1;incident date-unknown. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection. Offered to send the voucher. Same item# for all these 3 issues. Item-328468; same lot# lot# 8253811; expiration date-2023-09-30.

Manufacturer narrative:
Investigation: customer returned two (2) loose 31g x 8mm, 0.5ml bd insulin syringes, and one opened, and empty polybag from lot 7093610. Consumer reported she could not draw insulin. Both returned samples were examined, and it was observed that one of the syringes had a broken cannula. No evidence of manufacturing defects were observed that could have caused the cannula to break, therefore the probable cause of the broken cannula is user error. The returned sample that did not have a broken cannula was tested for flow using water: the syringe was able to draw and expel properly. After examining both of the returned samples, it was concluded that the broken cannula would be the cause for the syringe to be unable to draw insulin. A review of the device history record was completed for batch# 8253811. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7093610. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for dry barrels. The possible root cause for this issue is: user error when handling the syringes. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle plunger separated and had foreign matter. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 8253811. It was reported by the consumer that they were unable to draw up insulin. Consumer reported she could not draw insulin . She adjusted the air pressure. Incident date-(B)(6) 2019. Occurence-1. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occrence-1;incident date-unknown. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection. Offered to send the voucher. Same item# for all these 3 issues. Item-328468; same lot# lot# 8253811; expiration date-2023-09-30.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8253811. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-10. Medical device lot #: 7093610. Medical device expiration date: n/a. Device manufacture date: 2017-06-16. Device available for eval? Yes. Returned to manufacturer on: 2019-08-08. Device returned to manufacturer: yes.